Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 566 mg/dl and was in diabetic ketoacidosis. The customer attempted to resolve the elevated bg by drinking water, electrolytes and exercise. Reportedly, the customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Ultimately, the customer reverted to an alternate method of insulin delivery. Multiple attempts were made by tandem's technical support to obtain the release date from the hospital; however, no response was received.